Event description:
Hosp reported that when resuscitating a pt, caregiver was unable to use the product because the oxygen connector was missing from the oxygen tubing. Another device was located. And the resuscitation continued. The facility reported that the resuscitation attempt was not successful, but that there was a "dnr" order for this pt. It is not clear whether resuscitation efforts were discontinued due to discovery of this order. The device was inadvertently discarded, and is not available for evaluation.